Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described what appeared to be a burn mark on the patient's skin under an electrode. There are no allegations of any bleeding, oozing, or weeping wounds. The patient's doctor prescribed clotrimazole ointment and the irritation improved.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described what appeared to be a burn mark on the patient's skin under an electrode. There are no allegations of any bleeding, oozing, or weeping wounds. The patient's doctor prescribed clotrimazole ointment and the irritation improved. Supplemental report (B)(6) 2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.